Manufacturer narrative:
Corrected to "adverse event (>&<) product problem" to reflect the report of a catheter revision occurring if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 2000 mcg/ml of baclofen at 500 mcg/day and 20 mg/ml of morphine at 5 mg/day via an implantable pump for intractable spasticity and other spasticity. On 2017-jun-06, it was reported that the patient had been experiencing intermittent spasms and pain which had been increasing in frequency and intensity. The patient's symptoms had been intermittent, starting before they took the patient on in january. The patient's symptoms had been less frequent, but were becoming more frequent and were increasing in intensity. The hcp reported that they did not see an attention dialog box indicating the presence of an alarm when they interrogated the pump. The hcp planned to do a dye study and a revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a manufacturer's representative on 2017-jul-26. It was reported that the patient had a catheter revision and was fine at the time of the report. No further information was provided.